Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he had recurring no delivery alarms on the insulin pump. Troubleshooting was performed. Customer stated that his no longer using his insulin pump because of this issue. Customer's blood glucose was 97 mg/dl at the time of the incident. Customer states the tubing was not bent or kinked. Customer stated that he has tried all remedies. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).